Manufacturer narrative:
The processing unit was returned to the endochoice service center for evaluation and repair. Inspection of the fusebox revealed a blown capacitor.

Event description:
It was reported that in between cases the fusebox had shut down by itself with smoke coming out from the box. The processing unit was able to be powered back on without issue, but the smell of smoke was still readily apparent. There was no report of injury or other negative health consequence to any patient.